Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/prolonged, and/or painful periods,"), menorrhagia ("menorrhagia /excessive or abnormal menstrual bleeding"), menstruation irregular ("irregular menstrual bleeding"), dyspareunia ("dyspareunia /painful intercourse,"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating,") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (bilateral salpingectomy &vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstruation irregular, dyspareunia, migraine, fatigue, alopecia, abdominal pain, back pain, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstruation irregular, migraine, pelvic pain and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ prolonged, and/or painful periods,"), menorrhagia ("menorrhagia /excessive or abnormal menstrual bleeding"), menstruation irregular ("irregular menstrual bleeding"), dyspareunia ("dyspareunia /painful intercourse,"), migraine ("migraine"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating,") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (bilateral salpingectomy & vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, menstruation irregular, dyspareunia, migraine, fatigue, alopecia, abdominal pain, back pain, abdominal distension and weight fluctuation outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstruation irregular, migraine, pelvic pain and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.